Event description:
It was reported that the patient with this right ventricular (rv) lead reported that they not feeling well. Technical services (ts) review of the presenting electrogram noted what was possibly loss of capture. It could not be determined if loss of capture was only occurring on one lead or if fusion beats were being recorded. Rv impedance had also been decreasing. Ts recommended further evaluation. No adverse patient effects were reported. This lead remains in service.